Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona cruciate retaining cemented femoral component size 6 right catalog #: 42502606002 lot #: 63863881, persona cemented stemmed tibial component size e right catalog #: 42532007102 lot #: 63549985. Report source: (B)(6). The complainant has indicated that the devices will not be returned to zimmer biomet for evaluation, as the devices remain implanted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00096, 3007963827-2020-00097, 3007963827-2020-00098. Investigation incomplete.

Event description:
It is reported that the patient experienced severe pain, swelling difficulty performing daily activities and noise from the knee approximately two (2) years following right knee arthroplasty. The patient is currently taking paracetamol for pain management. Attempts have been made and no additional information is available at this time.